Event description:
It was reported that the hcp was going to refill the pump and had done the programming prior to the actual refill. Following the pump update it was determined that the pump had flipped and the refill would not be done. The hcp then changed the reservoir volume on the programmer back to 3.3ml and updated the pump. He then received a critical alarm due to zero ml reservoir volume reached and a noncritical alarm due to low reservoir volume. The pump was reprogrammed. Per the reporter, the patient will have a revision. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).